Event description:
We received a report that during the implantation of an intraocular lens (iol) the surgeon noted there was a piece of acrylic attached to the edge of the lens. The surgeon enlarged the incision and removed the iol. No other details were provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens was submitted for analysis by fourier transform infrared (ftir) spectroscopy. The ftir spectrum of the material on the lens is identical to the reference of acrylic spectrum. The tacky nature of the material suggests it may be an acrylic-based adhesive. The complaint of a ''piece of acrylic'' on the lens was confirmed. During the final inspection and packaging, the iol comes in contact with blank labels that have acrylic-based adhesive on one side. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. No deviation or non-conformance (ncr) was generated during the manufacturing process of this production order. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Requested but not received. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.